Event description:
Customer reported with an issue of b30 communication error appeared on the device. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation , service repair noted b30 communication error appears, reproduced, black scratches are found on the image. The screen goes black, no image appears due to faulty image pick unit (image sensor unit). Additionally, scratches observed on curve rubber (bending section cover and universal cord. Evaluation findings confirmed the customer reported issue and found to be attributed to faulty image sensor unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported b30 endoscope communication error and the image failure. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to (a) a failure of the internal circuit board of video the connector, (b) a defect in the image sensor unit, or (c) a system failure. Olympus will continue to monitor field performance for this device.